Event description:
It was reported by the contact that the customer received an auto-off alarm in the morning. The customer last interacted with the pump at approx 6:00 pm the previous night. Tandem technical support assisted the contact with changing the auto-off alarm to 18 hours. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. Use error: the t:slim pump user guide states, "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 to 24 hours or off)."